Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported "left side deflation." Device remains implanted.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported "left side deflation." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, delamination diaphragm valve, wear abrasion and white particle inside the device. Leak test was performed and found delamination in diaphragm valve .a microscopic analysis was performed which identify a crack opening on diaphragm valve and delamination diaphragm valve. Based on the device analysis the final assessment is: a crack opening on diaphragm valve due to cracked valve seat diaphragm valve. Delamination of the diaphragm valve assessed as adhesive failure.